Event description:
It was reported that the customer had high blood glucose levels of 385 mg/dl. The customer treated with a manual insulin injection. The customer reported that the insulin pump was not delivering insulin. The customer also reported that the insulin pump did not alarm. The customer reported that there was a little circle on the screen of the insulin pump. The customer reinstalled the battery of the insulin pump and was able to program a bolus thereafter. The customer also reported that the black circle disappeared eventually. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.